Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 30% stenosed, 1.5- 4mm x 200mm, eccentric, de novo, non-tortuous, mildly calcified target lesion was located in the dorsalis pedis artery. A 300cm, straight tip v-14 control wire was advanced to cross the lesion. Significant resistance was encountered during advancement. However, when the physician wanted to remove the wire out of the patient, the distal tip of the guide wire came off at the proximal segment of the anterior tibial artery. No support catheter was inside other than a mach 1 located at the popliteal artery. The device was removed. A snare was used to remove the detached component of the device and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 30% stenosed, 1.5- 4mm x 200mm, eccentric, de novo, non-tortuous, mildly calcified target lesion was located in the dorsalis pedis artery. A 300cm, straight tip v-14 control wire was advanced to cross the lesion. Significant resistance was encountered during advancement. However, when the physician wanted to remove the wire out of the patient, the distal tip of the guide wire came off at the proximal segment of the anterior tibial artery. No support catheter was inside other than a mach 1 located at the popliteal artery. The device was removed. A snare was used to remove the detached component of the device and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 30% stenosed, 1.5- 4mm x 200mm, eccentric, de novo, non-tortuous, mildly calcified target lesion was located in the dorsalis pedis artery. A 300cm, straight tip v-14 control wire was advanced to cross the lesion. Significant resistance was encountered during advancement. However, when the physician wanted to remove the wire out of the patient, the distal tip of the guide wire came off at the proximal segment of the anterior tibial artery. No support catheter was inside other than a mach 1 located at the popliteal artery. The device was removed. A snare was used to remove the detached component of the device and the procedure was completed with a different device. No patient complications were reported. It was further reported that a 300cm, 8cm poly tip v-18 control wire was first attempted to be used and was removed the wire out of the patient. A 300cm journey guide wire was then advanced and when it reached the artery, a radiopaque agent was in it. The physician stated the distal tip of the journey wire detached. No detached components were observed after the v-18 was initially removed. However, while the physician believed it was the journey tip that detached there was uncertainty if it could have been the v-18 wire. The physician immediately changed the wire with a v- 14 guide wire. The journey wire's detached tip was in the collateral artery of the dorsalis pedis artery and due to the location, the detached tip could not be removed out of the patient by an endovascular way. The procedure was completed with a zip wire standard and another v18- wire. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 30% stenosed, 1.5- 4mm x 200mm, eccentric, de novo, non-tortuous, mildly calcified target lesion was located in the dorsalis pedis artery. A 300cm, straight tip v-14 control wire was advanced to cross the lesion. Significant resistance was encountered during advancement. However, when the physician wanted to remove the wire out of the patient, the distal tip of the guide wire came off at the proximal segment of the anterior tibial artery. No support catheter was inside other than a mach 1 located at the popliteal artery. The device was removed. A snare was used to remove the detached component of the device and the procedure was completed with a different device. No patient complications were reported. It was further reported that a 300cm, 8cm poly tip v-18 control wire was first attempted to be used and was removed the wire out of the patient. A 300cm journey guide wire was then advanced and when it reached the artery, a radiopaque agent was in it. The physician stated the distal tip of the journey wire detached. No detached components were observed after the v-18 was initially removed. However, while the physician believed it was the journey tip that detached there was uncertainty if it could have been the v-18 wire. The physician immediately changed the wire with a v- 14 guide wire. The journey wire's detached tip was in the collateral artery of the dorsalis pedis artery and due to the location, the detached tip could not be removed out of the patient by an endovascular way. The procedure was completed with a zip wire standard and another v-18 wire. No further patient complications were reported and the patient's status was stable. After the event, the floppy tip of the v-18 wire was measured with a ruler and it showed 7.6 cm which is supposed to be of 8 cm.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has tip bent, as part of overall visual revision. The device has its distal tip kinked and peeled off. There is a kink on the body of the wire. The outer diameter (od) of distal tip and proximal section were within specifications; however, the overall length and od of distal tip could not be performed because of the condition of the device.